Manufacturer narrative:
MDR-3009897021-2019-00070_fu1 submitted on 23-oct-2019, section b5 describe event or problem noted: on (B)(6) 2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Correction: on 24-apr-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
On 24-apr-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to activ.a.c.¿ therapy.

Event description:
On (B)(6) 2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to activ.a.c.¿ therapy. The patient went to the emergency room prior due to a fever, and it is unknown if and what medical or surgical intervention was performed. The patient also has a history of chronic osteomyelitis with a recent surgical procedure to remove necrotic bone. The healthcare practitioner was uncertain if the kci product caused or contributed to the event. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area. -untreated or inadequately treated infection. -inadequate hemostasis of the incision. -cellulitis of the incision area.

Event description:
On (B)(6) 2019, the following information was reported to kci by the sales specialist: the activ.a.c.¿ therapy pressure setting was set at 75mmhg but allegedly exhibited a setting of 125mmhg. Per the sales representative, the patient's condition was getting worse post activ.a.c.¿ therapy application. On (B)(6) 2019, the following information was reported to kci by the sales specialist: patient underwent surgical removal of dead bone with bone cement application for chronic osteomyelitis. On (B)(6) 2019, activ.a.c.¿ therapy was applied. On (B)(6) 2019, the patient was discharged from the hospital. On (B)(6) 2019, the patient presented to the wound care center for a wound check, and the patient's wound allegedly had "lots of fluid." The patient's wound was "opened to clean up" prior to applying a new v.a.c.® dressing. The dressing was reportedly changed twice a week on tuesdays and fridays. The patient was allegedly sent to the emergency room twice due to fever. The second emergency room visit on (B)(6) 2019, the patient's fever was noted as 41°c, and an abscess was allegedly observed which required surgery to clean the wound. The activ.a.c.¿ therapy was reportedly set for 75mmhg but allegedly remained at 125mmhg with no alarm. It was noted that antibiotic therapy was required. It was noted that the healthcare practitioner was uncertain if the kci product caused or contributed to the event. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.